Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issues of the device delivering lower than set peep (positive end expiratory pressure), and low exhaled tidal volume (vte) were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
During service at ventec, it was discovered that the device was delivering lower than set peep (positive end expiratory pressure), and that its exhaled tidal volume (vte) was low. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-01184-000. Section d4, model #, of the initial medwatch report should have stated: v+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).